Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual inspection was performed on the returned device. The reported balloon rupture was confirmed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed there is no indication of a lot specific product issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the left superficial femoral artery that was mildly tortuous, highly calcified and 60% stenosed. The armada 35 balloon burst after the first inflation below rated burst pressure. Another armada 35 was used to complete the procedure. The device was prepped according to the instructions for use with no issues or leaks noted. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.